Event description:
Following implantation of a posterior cervical construct, separation of screw components was reported. Revision surgery to correct the problem occurred on (B)(6) 2013. No pt injury has been reported.

Manufacturer narrative:
(B)(4). The pt underwent a prior anterior cervical fusion; the fusion was not successful (pseudoarthrosis). The surgeon subsequently determined posterior cervical fusion was indicated. The posterior procedure was completed on (B)(6) 2013. At the time of initial follow-up office visit, it was determined that the components of a screw assembly had separated. Revision surgery was reported to have occurred on (B)(6) 2013; it is unknown how the construct was modified. The root cause has not been identified. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant".